Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had the symptom "middle row on the keypad, 4,5 and 6 doesn't work" during therapy (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out and that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response, which was experienced during evaluation. Evaluation observed keys #4 and #5 to work intermittently. The remaining keys were observed to function as designed. The keypad was determined to be the failing component and therefore, the failed keypad was replaced. (B)(4).